Event description:
It was reported to philips that the flat panel detector was faulty. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the flat panel detector replacement was required. The quote for flat panel replacement was suggested, but the customer did not accept the quote, and the quote expired. No service has been provided from philips. No further action was performed by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.